Event description:
The customer reported a ventilator would not go into standby mode. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer to check the mask port setting which was at default of 1. It was then discovered that the device was failing the flow accuracy test. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer that they may need to replace the flow sensor assembly and provided the part identification number. The customer has reported that the recommended part has been ordered, however, the part is currently not available so unit is sitting in biomed shop unusable. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/04/2022, 07/14/2022 and 10/05/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The rse advised the customer that they may need to replace the low sensor assembly and provided the part identification number. The customer has reported that the recommended part has been ordered; however, the part is currently not available, so the unit is sitting in the biomed shop, unusable. The repairs are currently pending.